Event description:
Event description guidant received information that the patient with this atrial lead has died. The patient's death was approximately 6 days post-implant. The patient presented at the hospital dizzy, and with low blood pressure. An echocardiogram revealed pericardial tamponade with fluid in the pericardial space. The surgeon opened up the chest and saw that the helix of the atrial lead had perforated the wall of the atrium and had penetrated the aorta. The physician moved the atrial lead and sewed up the aorta and the atrium. Post-procedure, the patient again presented with complications, decompensated and passed away.